Manufacturer narrative:
The insulin pump was received with a constant motor error alarm and e70 alarm was noted in the alarm history screen due to damage motor slide however, the motor passed motor test. Unable to verify functional test due to constant motor error alarm anomaly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer had motor position encoder error alarm. The customer's blood glucose level was 148mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.